Event description:
Information was received regarding a cadd solis hpca pump. It was reported the device failed testing immediately after being received back from smiths medical.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. The customer stated problem was confirmed for "the device failed testing immediately after being received back from smiths medical." The device failed downstream occlusion calibration failed at "no disaposable" alarm during testing and alarmed "cassette not attached properly" message during prime test. It was determined that the downstream occlusion sensor was inoperabled and the root cause of the issue. The downstream occlusion sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: h6: event problem and evaluation codes: corrections after device evaluation.